Event description:
It was reported that one day post implant, the patient went into cardiac tamponade. The physician performed a peri- cardiocentesis, however, the patient expired overnight. The physician reported, that a perforation had occurred.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.